Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that there was far r-wave oversensing on the pacemaker. Programming changes were suggested but not made. The patient condition was unavailable.

Manufacturer narrative:
Pacing problem coded needed.

Manufacturer narrative:
Correction - b5 - should have mentioned the automatic mode switch episodes seen via remote transmission.

Event description:
Automatic mode switch episodes were noted on the remote transmission that were a result of the far r-wave oversensing on the pacemaker.